Manufacturer narrative:
The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the likely reason for failed connection attempts was due to loss of bonding keys. This issue is not confirmed as there was not enough information in available application logs. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Please try resetting the bluetooth cache and re-pairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if it¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Turn bluetooth off from the ios settings app (settings > bluetooth). 5. Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. 6. Turn bluetooth back on. 7. Navigate to the pump pairing screen in the minimed mobile app. 8. Attempt pairing with the pump if the previous steps did not work, please try restarting your mobile device and re-pairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if it¿s active. 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Restart the mobile device. 5. Navigate to the pump pairing screen in the minimed mobile app. 6. Attempt pairing with the pump the helpline has provided us with feedback and has confirmed the issue has been successfully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the insulin pump and mobile application, loss of communication between mobile app and carelink. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-6112. Unable to resolve with existing troubleshooting or labeled instructions for pairing loss between mobile application and pump, issue escalated. Instructions were provided to resolve the issue for communication loss between mobile app and carelink, no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-6102. No product return is required for mmt-6112.